Event description:
Procedure: lap colon. According to the report: the stapler appeared to fire, but tissue would not release from the jaws. The instrument could not be removed, so the surgeon had to cut it out and away from tissue for removal. The procedure had to be converted from laparoscopic to open. This added approximately 90 minutes to or time.

Manufacturer narrative:
Date initial report sent: 11/11/2009.